Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having fluctuating high and low blood glucose of 40 to 585mg/dl and a battery out limit. Customer also indicated that the pump could not rewind and changed the battery 5 times but the pump displayed battery out limit. Customer declined high and low blood glucose and battery troubleshooting.